Event description:
It was reported that the patient received inappropriate therapy on a svt. Review of the episode revealed the device was undersensing atrial events. Programming changes were made. The patient will continue to be monitored normally.

Manufacturer narrative:
(B)(4).